Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced fluid loss. Upon revision, a leak in the balloon was found; therefore, the balloon was removed and replaced. No patient complications were reported.